Event description:
Boston scientific received information that the patient implanted with an implantable cardioverter defibrillator (ICD) was feeling tired and not well. Attempt to obtain additional information was unsuccessful. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient was in the hospital in a medically induced coma three months ago. The patient's heart rate had dropped and was provided medications and oxygen therapy. Also, the patient mentioned that previously the estimated longevity of the device was at a year and a half but recently it was already down to seven months and felt that it was too quick. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the longevity estimate for this device changed unexpectedly. Additionally it was reported that the patient had previous hospitalizations, and felt tired and unwell since the patient's medication and programmed settings were changed. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Additional information received indicates that the previous hospitalizations were unrelated to the device and the most recent device follow-up found no abnormal measurements with an estimated longevity of 7 years remaining. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.